Event description:
It was reported during in clinic follow up that patient was experiencing shortness of breath and lightheadedness. The atrial lead exhibited oversensing due to noise. Oversensing resulted in inappropriate mode switching. The lead was capped on (B)(6) 2023 and replaced. The patient was successfully discharged.